Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon arrival of bd phoenix¿ ID broth the expiration date on the label was incorrect. The following information was provided by the initial reporter, translated from spanish to english: "we have a claim for an invoice that was sent to us until yesterday, we did not have it until yesterday (B)(6), and apart from that the product is expired."